Event description:
It has been identified that this record, mrn 9617229-2025-16742, is a duplicate of mrn 9617229-2025-15736. Please see mrn 9617229-2025-15736 for reportable events.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-16742, is a duplicate of mrn 9617229-2025-15736. Please see mrn 9617229-2025-15736 for reportable events.

Manufacturer narrative:
Continued: e.1. Zip code (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.